Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: perioperative. The following event was noted through a periodic article review. A study was performed to evaluate the ultrasound criteria for severe in-stent restenosis following carotid artery stenting (cas) within 282 consecutive cas procedures in 256 patients. Reportedly, four perioperative deaths occurred. The article does not correlate the reported patient deaths to a specific stent system (specific manufacturer not identified) and no device malfunction was described. The abbott and competitor stents and epds were provided and it is believed that they were used as systems. Abbott rx acculink/rx accunet, abbott xact/emboshield and boston sci wallstent/filterwire for the cas procedures. Though requested, no additional information was available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: wei zhou, md., peter h. Lin, md, panagiotos kougias, md, hosam f. El-sayed, md, alan b. Lumsden, md, titled: "ultrasound criteria for severe in-stent restenosis following carotid artery stenting." Journal of vascular surgery 2008; 47:74-80.